Manufacturer narrative:
Manufacturing evaluation - analysis and results: there are no previous complaints of the same code-batch. There are (B)(4) units in our stock (36 units requested for complaint analysis). We have received one open and used sample with a piece of thread broken. This thread shows splitting. We have also received 36 units from stock. We have tested the knot pull tensile strength of the closed samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep). Additionally, needle attachment strength test has been conducted on the closed samples received from stock in order to discard a faulty needle attachment during manufacturing process that could cause splitting/fraying in the thread. The needle attachment strength results fulfil the requirements of the european pharmacopoeia (ep). We have not found splitting on thread surface on the closed samples received from stock before and after performing tests. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. As indicated in the instructions for use (IFU) of the product, when working with optilene suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: in spite of receiving a defective sample, the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K133890. When additional information is received a follow up report will be submitted.

Event description:
It was reported the thread is damaged/twisted. The reporter indicated that the thread is splitting. This event occurred during preparation of surgery. No patient involvement.